Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter was reading inaccurately high compared to their feelings and/or normal results. The complaint was classified based on additional information obtained by the customer care advocate (cca) during a follow up call with the patient. The patient was unable to state when the alleged inaccuracy issue first occurred but stated that they had obtained blood glucose results of ¿180-216mg/dl¿ with the subject meter. The patient manages their diabetes with oral medication (unspecified dosages of metformin and glyburide) and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. An unspecified period of time after the alleged product issue occurred, the patient developed symptoms of ¿weak, could not walk or talk and sweating¿; symptoms which the patient thought were associated with hyperglycemia. In response to these symptoms, however, the patient was given ¿IV glucose¿ from a healthcare professional in an urgent care clinic during the morning of (B)(6) 2016. The patient¿s blood glucose was also measured at this time on another device, but the patient could not recall the result which was obtained. At the time of troubleshooting the cca noted that unit of measure was set correctly on the subject meter. However, the test strips being used had been open longer than the discard date or improperly stored. The products were requested back for evaluation. Although the test strips the patient was using had been open longer than the discard date or improperly stored and the comparison being used is invalid, this complaint is being reported because the patient obtained an inaccurately high reading on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began. In addition, the patient required treatment from a hcp as a result of this.